Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. No returned sample was provided for evaluation. A batch history record review was performed and all specifications were met. A photograph of the affected product, supplied by the initial report, confirms a portion of the dressing was caught within the product weld. A nonconformance was opened for this issue and it has since been investigated and closed. A CAPA has since been raised to address this issue; and remains in process. (B)(4).

Event description:
It was reported the ribbon dressing was received with a portion of the product caught within the packaging weld. No patient involvement was reported.